Event description:
Seven (7) fr. 4mm med sweep ablation catheter had a kink in the distal end that was noticed when on x-ray. No harm to the patient and the doctor and rep. Is aware. No harm to patient; catheter returned to company.